Manufacturer narrative:
(B)(4). Photo evaluation summary: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, an unopened box of product code w2777 without label for russian market could be observed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device meh484 number, and no non-conformances related to the reported complaint condition were identified. .

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained:the product won't be sent.

Event description:
It was reported that the distributor received products without the (B)(6) labels.